Event description:
Customer reporting abo discrepancy on the abs2000. A patient sample tested on the abs was reported as a+. Customer stated there was 1+ reactivity observed with the a1 cells when tested with echo and weak reactivity when tested by tube method.

Manufacturer narrative:
Review of image files from the abs 2000 displayed 83% negative and 13% 1+ positive with the a1 cells. The following limitation is listed in the operator manual: samples reacting 1+ or less in manual tube agglutination tests may be nonreactive by the corresponding abs2000 test.